Manufacturer narrative:
The field service engineer (fse) evaluated the instrument at the customer's site and found and replaced worn tubing at pinch valve pv37 to resolve the leak. He also replaced multiple pinch valve tubing showing wear in the rear diluter as a preventative measure. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a cleaner reagent fluid leak of approximately 10ml from a coulter lh 500 hematology analyzer onto the counter. The leak was not contained. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye protection and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.